Manufacturer narrative:
Asku

Event description:
It was reported the patient died approximately 6 weeks after device replacement. The cause of death has been requested and not received.

Event description:
It was reported the patient died approximately 6 weeks after device replacement. Follow up revealed the death certificate noted the cause of death to be peritoneal/ovarian metastatic cancer and acute renal failure. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Correction - lead analysis was visual only. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.

Event description:
Asku